Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced hyperglycemia of up to 460 mg/dl and has tested positive for ketones, and she believes the piston rod does not deliver correctly. No adverse event was reported. The alleged product was requested for evaluation.